Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had early battery depletion as recommended replacement time (rrt) was triggered. The icm remains in the patient but is expected to be explanted and replaced. No patient complications have been reported as a result of this event.